Manufacturer narrative:
E1 to be continued: (B)(6) university. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex video scope screen black out with noise during angulation. There were no reports of patient harm.

Event description:
The event was diagnostic procedure, that was completed without delay using the same device, no patient was under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5, e2 (must remain blank), e3 (must remain blank) and g2 (remove health care professional).additional information: d10 and h6.a review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image with noise during angulation " malfunctions would likely be related to charged coupled device cable that was pressed and was about to break. The event can be prevented by following the instructions for use which state:important information ¿ please read before usewarnings and cautions: caution·do not touch the electrical contacts inside the electrical connector. Ccd damage may result.·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd.3.6 inspection of the endoscopic systeminspection of the endoscopic image4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities.5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities.chapter 5 troubleshootingif the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus.some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send itto olympus for repair.if any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58. Olympus will continue to monitor field performance for this device.